Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. Additional information was received that the patient's spinal cord stimulation system was explanted due to inadequate stimulation. The explanted devices will not be returned.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6). Batch: (B)(6). Product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6). Batch: (B)(6).